Event description:
G-tube 1 fell out of patient and it was noted that the tube was deflated. When refilled with air the tube was noted to have a slow leak.g-tube 2 fell out and was noted to be deflated.